Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the button do not always respond when first pressed has to press 3 or 4 times. The customer's blood glucose level was unknown. The customer also reported that the battery life has diminished, no delivery alarms and insulin pump had to be rewind more than once. The device will not be returned for analysis.